Event description:
Received information regarding a separation between the patient line (pigtail) and luer lock. Customer's blood glucose level was impacted.

Manufacturer narrative:
Customer disposed of cartridges. No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted.